Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were repeated pump jams on the perfusion system. This pump was being used for cardioplegia. The perfusionist stated the roller pump screen went blank and the pump stopped moving and would not respond. The pump did display a "pump jam" repeatedly before this. The device was not changed out, as they used the pump for the remainder of the procedure and then changed out after case. There was a one to two min delay upon cross clamping while the pump shut off the surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. Per clinical review on (B)(6)2014: during set-up and priming there were no issues setting occlusion or in getting the cardioplegia circuit prepared. After aortic cross-clamp was applied, the initial dose of cardioplegia was started and the pump stopped with "pump jam" messages the perfusionist stated that the pt was weaned from cpb w/o issue and that the post-operative course was w/o indication of harm.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00055. Per the perfusionist, there were three to four pump jams repeatedly prior to pump shut off. During a second pump run, five more times, but not repeatedly. The pump only shut off one time. This unit was used for the remainder of the procedure and then changed out. Troubleshooting entailed resetting pump occlusion and checking the tubing in the raceway. The pump continued to jam if started at a low speed, but when turned on quickly would not jam. No error codes were seen (but the pump did shut off, so may have missed any). Audible tones, unk. They had to return to bypass two hrs after initial issues and the problem returned with jamming, but not shutting off.